Event description:
Customer reported his sensor reading was inaccurate about two weeks ago. Customer's current blood glucose is 122 mg/dl. He stated his sensor read 55 mg/dl, but his blood glucose was 180 mg/dl. After reviewing the uploaded data, it appeared customer was using the sensor correctly. He was advised the inaccuracy may be caused by momentary pressure on the sensor. This was a one time event. Customer was advised to monitor the issue and call back if it recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.